Event description:
Consumer called to report having concerns with the accuracy of their meter. Did a comparison with a lab and bd reads highter. Analysis run on clark error grid using lab reading (53) as ref. Point vs. Bd readings of (88) yielded date points in the d zone of the grid, outside of acceptable limits.